Event description:
The customer reported that during an abdominoplasty procedure when the blue button was pressed, it stuck in the on position. As a result, the pt rec'd two small burns (2cm long and 1 1/2 cm long) on the left mid-upper abdomen. The burns were treated with ointment. The degree of the burns was not determined.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.